Event description:
It was reported that the catheter was placed and removed on (B)(6) 2011 in the right femoral artery in the cath lab. While taking pictures of the left superior vena cava at 17ml at 12ml/s 540 psi, the catheter burst an inch from the hub. Another attempt was made and again the catheter burst. Reference #2242445-2011-00119 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.